Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on properly and had a faulty main circuit board. There was no harm or serious injury as a result of the event.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on properly and had a faulty main circuit board. There was no harm or serious injury as a result of the event.